Event description:
Caller tested 5.6 inr on the coaguchek xs system and was advised by her physician to go to the hospital based on the device result. 3 hours later a comparison lab returned as 3.5 inr. The caller's coumadin dose was held for one day based on the reported results. The caller reports nose bleeds and states she received unspecified treatment for them while at the emergency room (ER). No adverse event related to the device was reported. Requested return of suspect system, however the caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.